Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) performed the (B)(4) field safety corrective action and replaced the solenoid driver board to resolve the reported malfunction. The iabp was cleared for clinical use and returned to the customer. (B)(6).

Event description:
A getinge representative reported that when trying to turn on the intra-aortic balloon pump (iabp) the voltage breaks down. This event occurred during service test by a getinge service representative. No patient was involved, and no adverse event has been reported.